Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose was 538 mg/dl. The customer was treated with a syringe. The customer was advised to rewind pump, reinsert the reinsert reservoir into the device and run manual prime to at least 5.0 units. The customer stated that the device did not alarm no delivery. The customer was advise that the device is working fine. The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 246 mg/dl. The customer was treated with pump. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. The customer was advised if unexplained high blood glucose persist following the set change we can perform an high pressure test. The customer was advised that we will send tubing clamps as a courtesy.